Manufacturer narrative:
The evoke scs system was discarded. An image of device logs was provided which confirmed disconnected electrodes. X-rays provided confirmed lead migration. The lead migration likely contributed to the disconnected electrodes. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the evoke scs system MRI guidelines provide the following details, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning."

Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), disconnected electrodes were identified on the right lead. X-ray confirmed migration of right lead. A revision procedure was performed, and the physician elected to replace the evoke scs system and restore MRI compatibility.